Event description:
It was reported that during routine check the cs300 intra- aortic balloon pump (iabp) had a screen that had no display. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the pcb color video receiver board which allowed the screen to work again. The unit underwent a functional check with the patient simulator and iapb consumable. The fse performed the electrical safety test iec 60601 standard (earth resistance, leakage current and insulation resistance). The device is in accordance with the recommendations and tolerance ranges defined by the manufacturer. All functional and safety checks were met to the factory specifications and the device has been cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a